Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. It was noted the software was reloaded. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported while manipulating data, the screen froze, and the cursor disappeared which forced the site to reboot the system. It occurred while blending a 3d skin surface to show a lesion and other 3d objects. It was noted this issue has not occurred during active navigation. The site will be removing data to free some space on the disk. This issue was noted outside of a procedure, and there was no patient involvement.